Manufacturer narrative:
The system control board was returned to the manufacturer for evaluation. Testing found that the board would not complete initialization intermittently, when installed in a known operational imaging system. The power switching board was returned to the manufacturer for evaluation. Testing found that, when installed in a known operational imaging system, the imaging system would power down after an hour of use. Functionality could temporarily be restored, but the imaging system would shut down later on. The suspect computer for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis on the computer of the imaging system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the system was intermittently shutting down. The system also freezes when sitting idle for extended periods of time. The software logs were reviewed and found multiple occurrences where the image acquisition system (ias) initiates shut down procedure without customer initiation. The image acquisition system (ias) and power switching board were replaced. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that the image acquisition system (ias) intermittently shuts down. This occurred while driving the imaging system and while setting up for a case. There was no patient present when this issue was identified.